Manufacturer narrative:
This report is submitted on 04 may 2020.

Event description:
Per the clinic, the patient experienced increased impedances and subsequently was treated with oral antibiotics (date not reported) for 10 days.